Event description:
It was reported that the dermatome is shredding skin. No harm or injury was reported to the patient as the event occurred outside of surgery. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome was shredding skin. There was no information regarding the timing of the event, or if there was any delay or patient involvement. Due diligence is complete. No additional information is available. No adverse event was reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the thickness control lever torque was loose, the ball detent was damaged, and the device was out of calibration at the 0 reading. The thickness control lever and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.